Manufacturer narrative:
H3: product analysis of part# g8532067, lot# h6074386 visual and optical inspection confirmed the screw has broken. The damage to the screw is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is portugal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for laminoplasty. It was reported that the head of a bone screw broke during introduction, resulting in the screw body remaining in the patient as a retained implant fragment. It was confirmed that the product was utilized according to the directions for use. No treatment or additional surgery was performed as a result of this event. There were no patient complications or symptoms have been reported as a result of this event. Additional information was received from manufacturer representative that there is no revision surgery scheduled or planned for the removal of broken fragments from patient. This event has been occurred due to potential manufacturing issue of the device.